Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance spec. While trying to do the performance check, the map control would only go to 25 cmh20. The spec is 12 cmh20 maximum. There was no pt involvement.